Event description:
A health care professional stated she ran a control test on the contour meter and received a high out of range result of 232 mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The problem was resolved during the call. Product was not replaced.